Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Information received from the patients legal representation indicates that as a result of the mesh that was implanted, the patient immediately suffered severe pain, recurring infections, inflammation and urinary dysfunction. Patient has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. Patient has undergone, and will likely require in the future, other forms of care, medical treatments, and surgeries. As a result, plaintiff has been unable to participate in employment athletic, recreational, social and household activities to the extent that she would otherwise have been able to participate in.